Event description:
It was reported that the patient underwent revision surgery to replace the internal magnet on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on 05 february 2020.

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet during an MRI scan (tesla strength not reported). It is unknown whether the patient's head was wrapped per the manufacturer's specifications for MRI. Revision surgery is planned; however, yet to be scheduled.